Manufacturer narrative:
(B)(4)

Event description:
The customer reports during insertion it was not possible to advance the swg (spring wire guide) because the catheter was blocked.

Manufacturer narrative:
(B)(4). The customer returned one cvc set catheter for evaluation. A visual inspection confirmed the catheter tip was damaged by compression. There is also evidence of white material adhering to the tip that is similar to seal adhesive in appearance. The reported complaint of catheter tip damage was confirmed through inspection of the returned complaint sample. The damaged observed on the catheter tip is characteristic of the catheter being caught in the seal. Due to catheter having a compressed tip containing white adhesive like material, the probable cause is packaging related. A non-conformance request was initiated to further investigate this complaint issue.

Event description:
The customer reports during insertion it was not possible to advance the swg (spring wire guide) because the catheter was blocked.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports during insertion it was not possible to advance the swg (spring wire guide) because the catheter was blocked.